Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2054528. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the needle being unable to disengage. The following information was provided by the initial reporter: when the indwelling needle was injected into the hiv patient in the ward, it was found that the yellow needle core could not be returned, so the indwelling needle had to be pulled out and injected again